Event description:
It is reported that the patient has a motor error on their insulin pump during bolus. Patient's blood glucose level is at 110mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.